Manufacturer narrative:
(B)(4). Date sent: 8/3/2023. D4: batch # unk. Additional information. The alignment tab was secure, but when the scrub tech pushed down on the distal end of the reload, the proximal portion of the reload would lift up. This raised concern by the team because they were unsure if the reload was loaded properly/why it was loose. I have a video I can send over as well, not sure how I would attach it here. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a9c391, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephroureterectomy during a reload, part of it was loose but alignment was secure. New stapler was used to complete procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2023. D4: batch # a9c391.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2023. D4: batch # 255c80. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60w reload in the channel but not fully installed. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. The returned reload was placed and removed into the device without difficulties and did not fall out during the functional testing. A manufacturing record evaluation was performed for the finished device batch number 255c80, and no non-conformances were identified.